Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not stop, drilling at the dura when making a burr hole. This patient's dura was cut and the surgery was delayed as the dural tear needed to be repaired.

Event description:
N/a

Manufacturer narrative:
(B)(4). Perforator was not returned for evaluation, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The perforator was returned for evaluation: the device history record for product ID 261221 with lot number j75t57 was reviewed for any anomalies or non-conformances, and there were no findings. Failure analysis- the perforator unit was inspected using the unaided eye: organic matter and a worn eto label were present. IFU testing was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.